Manufacturer narrative:
Three forceps samples were received in an inner blister including the cover foil. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found and the product was released according to acceptance criteria. The received three samples were visually inspected with the aid of a photomicroscope with various magnifications. After cleaning, it was found that the tube is loose which blocks the forceps from activating. The customer¿s complaint was confirmed. Root cause could be determined to be an improperly performed bonding procedure. Investigations performed in 2018 led to an improvement in the manufacturing process whereby the bonding process was enhanced by increasing the amount of glue the operator applies to the device from 3 drops to 4 drops, ensuring a better connection between tip-tube and sleeve. Forceps devices manufactured at the location of the complaint samples had not yet been informed about the process of including a 4th drop of operator applied glue. The process of having the operator apply an additional, 4th drop of glue to the device during manufacturing instead of three drops was reported to and implemented at the manufacturing site that manufactured the customer's samples. Data will continue to be monitored for evidence of trending. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation.investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A purchaser reported that two ophthalmic forceps moved initially then became stuck in the closed position during surgery. An alternate forceps was obtained in order to perform the procedure. There was no patient contact with the unsatisfactory forceps thus, no harm to the patient.